Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and dat at 0.08730 inches. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.

Event description:
The customer reported via phone call that they were taken to the ER for a high blood glucose exceeding 400 mg/dl. The hospitalization occurred on (B)(6) 2017. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated with manual insulin injection. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The device settings were programmed accurately. A high pressure test was not performed. The insulin pump was returned for analysis. Unomedical set. Frn-model unknown-reservoir.